Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd neoflon&#10249;v cannula, the catheter broke off and a 1.5 cm piece remained in a patient's adipose tissue. The device was used as a positioning system for a "primecatheter". The patient received an ultrasound, but the broken catheter piece was not removed from the patient.

Manufacturer narrative:
Results: one used and one unused sample were received for evaluation. Used sample: a visual/microscopic inspection of the used sample revealed a non bd prime catheter (a PICC line) and a non bd syringe attached to the bd neoflon¿ catheter. The neoflon¿ catheter tubing was broken. The tubing of the prime catheter was observed to be fully inserted into the neoflon¿ catheter tubing. The specification for neoflon¿ catheter tubing tip internal diameter is 0.36mm-0.38mm. The measured outer diameter of the returned prime catheter tubing is 0.41mm. Unused sample: a visual inspection of the unused catheter revealed the device was sealed in its packaging. The measured catheter tubing tip internal diameter of the unused neoflon¿ is 0.36mm, meeting the product specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5231234. A manufacturing review revealed that the reported defect was not influenced by pm, calibration, or equipment. Conclusion: a root cause for this incident is user error. A bd neoflon¿ is not intended to be used as an introducer to accommodate any other catheters and using a neoflon¿ for inserting a central catheter is not one of its intended uses. Therefore, the insertion of a PICC line into a bd neoflon¿ catheter caused the catheter to break.